Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm long bipolar grasper was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during central processing, the 8mm long bipolar grasper instrument discs are not rotating properly. The procedure was aborted - no patient involvement with no reported injury.